Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the photos, and 2 samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the samples showed a leak at the nose of the adapter during a catheter leak test. Split tubing was observed on one sample at the flaring site. The second sample also had split tubing but was near the metal wedge. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. From the returned samples, observed split tubing, which caused leakage near the nose of adapter. Additionally, a surface defect that looked like chevron marks was also observed on the tubing surface. However, there was no abnormality found on the stripe location of the split tubing filled stripe, as the stripe location was centered. The tubing surface defect might be another possible cause of the split tubing, which could cause the tubing to be weakened and split when flared onto the metal wedge during assembly. Possible cause of the tubing surface defect could be due to dye build up, which caused dye scratches and layer adhesion peel-off resulting in scratches on the tubing surface. Current controls include a functional test in place to check for catheter adapter leakage. There is also an in-process visual inspection in place to check for catheter adapter damage. The manufacturing specification was revised to include flare length lower control limits. The daily process form was edited by adding a flare length vision challenge to detect lengths under the control limit. The in-process inspection form was also edited to add a step to clean the dye after each produced spool. The complaint batch was manufactured before the action implementation.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 22ga x 1in had a connection issue and leaked the customer connected the IV set after inserting the catheter into the patient's vein for IV therapy, but found that the catheter's hub was not connected well and blood was flowing out of the IV set connection.